Manufacturer narrative:
On 15-jul-2016 product investigation results: reporter returned 2 brush heads on 13-apr-2016. Brush heads confirmed to be counterfeit.

Event description:
Brushheads fell apart [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that he or she recently purchased 2 sets of oral-b flexisoft brushheads and noted that they fell apart after three weeks of use with an oral-b rechargeable toothbrush, version unknown. The consumer noted that he or she was a regular user of oral-b and was not used to this. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads fell apart [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that he or she recently purchased 2 sets of oral-b flexisoft brushheads and noted that they fell apart after three weeks of use with an oral-b rechargeable toothbrush, version unknown. The consumer noted that he or she was a regular user of oral-b and was not used to this. No symptoms developed.